Manufacturer narrative:
Initial medwartch submitted to include the investigation results. The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the complaint cannot be replicated, and there were no nonconformities identified. Returned samples/ device inspected no returned device. Investigation results: no physical inspection was performed as there was no returned part. The complained part was evaluated in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause although the root cause for the defective implant complaint is inconclusive and specific to each case, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that an inclusive tapered implant failed. The patient presented on (B)(6) 2016 for primary procedure. The patient returned on (B)(6) 2016 and upon examination the provider notes that "the implant had lost all of the facial bone but still intact on 3 sides, making removal difficult". The doctor stated that the implant was partially integrated when he was attempting to remove the implant. The device was removed. No adverse events, patient in good medical condition.